Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. No product or photo was returned by the customer. The customer complaint of tubing breaking and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2434-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set breaks apart and leaks. The following information was provided by the client: "being defective. Either breaking apart or leaking".